Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient came to the ER feeling ill. EKG showed heart rate of 34bpm. The ipg did not respond to magnet, and telemetry could not be established. No output and no telemetry detected. The device was explanted and replaced. No patient complications have been reported as a result of this event.